Manufacturer narrative:
(B)(4). CAPA: the events are already addressed in the instructions for use (IFU). It is stated in the warning section in the IFU for the restylane filler range of products that the product should not be injected intravascularly. As for other injectable medical devices inadvertent injection into blood vessels could potentially lead to vascular occlusion ischemia and necrosis. No corrective action will be initiated. Similar events have been reported after treatment with restylane previously. The frequency of post market adverse event reporting is calculated on the estimated number of treatments performed with the restylane filler range of products. As stated in the instructions for use, the reporting frequency for necrosis and infection is 1/10 000 - 1/50 000. Manufacturer narrative: lot number was not reported. Trend analysis and batch record review cannot be performed. Pharmacovigilance comment: a causal relation between the events and the treatment procedure cannot be excluded. The injection technique may have contributed to the events. The reported events are addressed in the label. The case was assessed to fulfill the criteria for reporting to competent authority based on the provided follow-up information, where the reported symptoms with corresponding interventions support the diagnosis of a possible necrosis.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2016 by a nurse which refers to a female aged unknown. Follow-up information from 25-feb-2016 is also included. The patient's medical history was not included. On an unknown date, the patient received treatment with an unknown amount of restylane (unknown lot) to glabella (forehead lines) with unknown needle and unknown technique. 2 weeks later, on an unknown date, the patient experienced infection(implant site infection) at glabella, forehead after treatment with restylane. 2 weeks later, on an unknown date, the patient experienced possible necrosis(implant site necrosis) at glabella, forehead after treatment with restylane. Patient was treated to glabellar with restylane for forehead lines on unspecified date. Approximately 2 weeks post-treatment, patient presented with what appeared to be an infection and prescribing doctor prescribed a course of antibiotics (no specifics provided). As there was no resolution, doctor prescribed another course of antibiotics which did not seem to resolve the situation. The reporter reviewed the patient approximately 2 weeks post-treatment and believed that it was an infection which she believed to be a sign of potential necrosis. 200u hyaluronidase [hyaluronidase] was administered to the area to resolve the adverse event. Patient is being reviewed today by reporting nurse in conjunction with another cosmetic doctor. If conditions are not improving, the reporting nurse intends administer more hyaluronidase and if there is no resolution she will consult with surgeon on the most appropriate treatment. Follow-up information received from reporting nurse on 25-feb-2016: during follow up more hyaluronidase was administered to alleviate any pressure being applied by the product. Patient status is good and perfusion has improved significantly and skin is healing well. Patient has been prescribed augmentin (amoxycillin/clavulanic acid - no specific dose provided) and is using sterile stratomed topically for 1 week to assist with wound healing and will use stratomed for the next 3 months. Patient due for review next week with doctor and report. Reporter is planning to treat the area, once completely healed, with skin needling, prp and light therapy to improve collagen and texture of new skin. At the time of the report the events were recovering/resolving. Initial received date: (B)(6) 2016. Upgraded to serious after receiving the follow-up on 25-feb-2016. Event: possible necrosis.